Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited high pacing impedance. The lead was exchanged, and the operation concluded successfully. There were no patient consequences.